Event description:
The patient presented with a thromboembolism in the right middle cerebral artery. 37.7mg of tissue plasminogen activator was administered intravenously. One pass was made with the subject device. During the procedure, the patient was found to have an intracranial bleed of unknown origin. The physician stated that the retriever could have damaged the vessel causing the bleed as it was located in the same region as the infarction. Twenty days post procedure, the patient experienced heart failure due to a pre-existing ventricular fibrillation medical condition. The patient died 41 days post procedure. The physician attributes the patient death to the heart failure and not the subject device. No other information is available.

Event description:
The patient presented with a thromboembolism in the right middle cerebral artery. 37.7mg of tissue plasminogen activator was administered intravenously. One pass was made with the subject device. During the procedure, the patient was found to have an intracranial bleed of unknown origin. The physician stated that the retriever could have damaged the vessel causing the bleed as it was located in the same region as the infarction. Twenty days post procedure, the patient experienced heart failure due to a pre-existing ventricular fibrillation medical condition. The patient died 41 days post procedure. The physician attributes the patient death to the heart failure and not the subject device. No other information is available.

Manufacturer narrative:
The subject device is not available for analysis; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient death are known risks associated with endovascular procedures and are noted as such in the directions fo use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Device not returned to manufacturer.